Manufacturer narrative:
Correction: section g3 ¿ the awareness date should have been 26 dec 2025 rather than 19 dec 2025.

Manufacturer narrative:
The reported complaint of the lps being unable to be paired was confirmed. Based on the information provided, it was determined that both the ra and rv lps were implemented and finalized as single systems due to a telemetry break that occurred post implant of the ra lp. The rv was not added to the existing ra system. In the new lp detected dialog, user clicked ¿no¿ for no existing lp in the system and start the single lp system implantation and finalized rv as single lp system as well.

Event description:
It was reported the patient presented for implant procedure. During surgery, conductive telemetry on the atrial and ventricular leadless pacemakers (lp) was poor due to high noise levels in the catheter lab. Implant was completed and the patient was brought out of the catheter lab to finish programming but the atrial lp could not be interrogated. Programming changes were attempted but unsuccessful. The patient was in stable condition.